Event description:
Information was received from the patient receiving intrathecal bupivacaine and hydromorphone via an implantable pump for non-malignant pain. The patient was not able to connect to the pump. Patient stated the handset my ptm app was acting funny. Patient stated when they are trying to bolus, the screen would show the deliver bolus screen and when they tap on the deliver bolus arrow, and the handset would show the handset was connecting to the pump but then its like the screen freeze and when it unfreezes they had to press the deliver bolus button and they had to go through the cycle again. Agent sent request to repair to replace the handset.

Manufacturer narrative:
Continuation of d10: product ID hh90t01 serial# (B)(6) product type mobile platform product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.